Event description:
It was reported that the patient had a surging sensation together with a shocking or jolting sensation. Ever since the implant in (B)(6) 2013, the patient had had a lot of positional change issues even though as (adaptivestim) was not activated. The patient got jolts at random times due to positional changes, walking, and when she talked. She felt the stimulation increase, jolt, and over-stimulation at therapy location in the back. Different programming was tried but it didn't help. The lead tip was at t9 and the coverage was for both legs and back. She felt an increase in stimulation when she was talking loudly. She also felt increase when she got up. Impedances were good, 719 -1056 ohms. It was also stated that it was very sore over the pocket incision site and at the back incision site. The patient also felt over-stimulation with deep breathing. The over-stimulation was uncomfortable and stayed high so she had to turn stimulation off. It was stated that there was no sign of infection. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.